Event description:
Additional information was received from healthcare provider (hcp) who reported the cause of the settings not available message was due to issues with lead impedances. They reported there was no harm to the patient. Hcp stated patient is being scheduled to meet with manufacturer representative (rep) at next appointment to resolve the issue. Additional information was received from healthcare provider (hcp) who reported the patient had their stimulator reprogrammed and they were educated which resolved the issue. They report there was no issue with the controller or the stimulation and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, implanted: unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they took a trip to new jersey for their father's funeral and they started having problems again with the stimulator. Patient stated that settings not available was appearing on the controller. Patient said that the issue started originally with the controller telling them that the ins battery was dead, however when they went to recharge the implanted neurostimulator, the controller showed that the ins battery was at 30%. Patient said that they were seeing no device found when trying to turn the ins on using the controller without the recharger. They thought that there was something wrong with the controller. Agent reviewed settings not available screen meaning with the patient and that replacing the controller would not resolve the issue. Agent redirected the patient to their managing healthcare provider (hcp) to further address the reported issue. Patient said that the device was reprogrammed a few weeks ago and everything was fine, but then they had been messing with the unit trying to get the ins to turn on. Patient said that they went to group a and the stimulation automatically jumped down to 0.2 so they would increase the stimulation up to 3. When asked for the event date, the patient said that it was about three days ago. However, the patient then said that the device had been acting strangely for the last several months. The ins had been reprogrammed twice. Patient said that group c was reprogrammed, but now groups a and b were being affected with the settings not available error message. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from healthcare provider (hcp) who reported the patient had high impedances on 0 & 1 electrodes. They stated patient was unable to use their program and after they were reprogrammed the patient got great coverage and the issue was resolved. Cause of the high impedances was not determined.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the settings not available message was that there were impedances on electrodes 0 and 1. They met with the patient in the clinic on (B)(6) 2025, reprogrammed avoiding those electrodes and the patient got great coverage and the issue was resolved. It was noted that when the patient was met in the clinic the controller was working as intended and the stimulator was working properly. Education on how to properly use the device was given to the patient, the patient was reprogrammed, and no further action was needed as the issue had been resolved.